Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The patient reported that they had a lot of CT scans over the years because their physicians were watching their graft more closely because there was a blush on their images that may signify a leak. Per the physician, it was reported that a secondary intervention was performed to treat a type ib endoleak. Endurant limb extensions were added to both the left and right side to treat a type ib endoleak. An aneurx 26 and endurant cuff were also placed. The procedure resolved the endoleak. The patient had no additional symptoms or complications. The patient did not return for any follow-up appointments after the intervention.

Manufacturer narrative:
(B)(4).